Event description:
It was reported that the programmer generated a "serious programmer" error and would not boot up. It was returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer powered up with a system error. Printed circuit board assembly found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.